Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 28 mmol/l at the time of incident. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did used auto mode feature at time of high blood glucose event. Customer reported they had nausea and vomiting. Customer had high blood glucose due to tape not sticking. Customer blood glucose went really high because his infusion set fell off while he was at work and he did not put another one on his blood glucose was at 28 mmol/l he was now wearing a new set and his blood glucose had come down to 22.4 mmol/l. The insulin pump will not be returned for analysis.